Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: duofix re-revision. 2nd revision left tkr. Patient had lcs duofix components implanted on the left knee on (B)(6) 2007. Left knee was first revised on (B)(6) 2009 and lcs duofix femur removed. 2nd revision left tkr was performed on (B)(6) 2013. Surgeon revised the components in situ - size 5 mbt cemented keeled tray, 15mm rp insert, large modular lcs femur. The implants were revised for loosening and these components would have been discarded by the hospital.

Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419.